Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during the cartridge loading process, with one occurrence identified as cartridge alarm 30 and additional alarms noted with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump with updated software, confirmed shipping details, instructed customer to place pump in storage mode and return it within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on the replacement device, which customer understood and acknowledged.